Manufacturer narrative:
Correction to the following fields: d4 an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site to find sk3965 was operational. Hospital reported the wrong system number that was down. The correct system is sk3451. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where the agc current test was found to be failing on the pitch. Once testing was completed, the pitch searchlight and the pitch searchlight flat flex cable (ffc) were aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the probable root cause is the pitch searchlight and pitch searchlight ffc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure and prior to ports placement, a non-recoverable error occurred on universal surgical manipulator (usm). The customer restarted the system multiple times, but the issue was not resolved. The tse confirmed errors in the logs pointing to the axes controller, arm (aca) on usm 3. The customer elected to use another da vinci system to continue with the procedure.